Manufacturer narrative:
An event regarding assembly issue involving a cutting edge cup impactor was reported. The event was confirmed by product inspection. Method & results: product evaluation and results: the dimensional inspection found that the protrusion was out of specification and examination by a material engineer indicated, "the plug welds on both ends were fractured. Partial press-fit was observed at the stud/handle interface." Clinician review: not performed as medical records were not provided for review. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the dimensional inspection confirmed the reported event. A material analysis engineer examined the device and noted that the plug welds were fractured on both ends. Nc and CAPA were opened to further investigate the protrusion of the threaded stud. See no further investigation is needed at this time. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer should implant a trident cup and sees that the thread in the impactor is to long. They then opened another box of instruments where the thread also was to long. Update - there was a surgical delay of 5-10mins.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer should implant a trident cup and sees that the thread in the impactor is to long. They then opened another box of instruments where the thread also was to long.